Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 19, 2024. Block h6 has been updated to code clip poor bite deeming this a non-reportable scenario, due to additional information received on august 19, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed when the incision was closed using with the clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received on august 19, 2024: it was clarified that the main problem of the device was the clip would not grasp onto tissue.

Manufacturer narrative:
Block h6:imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6)2024 during the procedure, the clip could not be deployed when the incision was closed using with the clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.